Event description:
Patient reported "pain. It was only a slight pain at first. Gynaecologist has found that the breast has hardened and the breast is warm. Patient has also developed pins and needles in the left hand." Patient additionally reports left side "between inner and outer capsule there is some liquid buildup". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "pain.... It was only a slight pain at first. Gynaecologist has found that the breast has hardened and the breast is warm. Patient has also developed pins and needles in the left hand." Affected side unknown. Device remains implanted.

Event description:
Patient additionally reports left side "between inner and outer capsule there is some liquid buildup".